Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced an inaccuracy in cgm readings during an extreme low (cgm 280 mg/dl, bg 360 mg/dl; cgm 260 mg/dl, bg 200 mg/dl). Paramedics were called and treated patient with an IV. Patient was not hospitalized and was fine at the time of his call to dexcom technical support.